Event description:
During an in-clinic follow-up, an increased capture threshold resulting in a loss of capture (loc) was observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable.